Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling with the cartridge 180 units. In addition, the insulin gauge remained static at 70 units. Reportedly, the customer filled the cartridge with cold insulin. Customer reported blood glucose (bg) level was 300 (mg/dl). A manual injection via insulin pen was administered to address bg level. It was confirmed the customer reloaded a new cartridge onto the pump and received an accurate fill estimate.